Event description:
It was reported that a week after implant, the right ventricular (rv) lead exhibited intermittent loss of capture, as well as non-capture at several different voltages. It was further reported that about every third atrial beat conducted down to the ventricle and shows a ventricular sense. It was also reported that the rv lead was repositioned for a micro dislodgement and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.